Manufacturer narrative:
No unexpected alarms were noted during testing. The pump passed the displacement, rewind, prime and occlusion tests. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 16.6 mmol/l. The customer changed battery and also wanted to change the reservoir. The customer stated when filling the reservoir the a33 alarm occurred. The customer is stuck in fill menu. The customer tried new reservoir and tube, same error. The customer was advised that the device would be replaced.